Event description:
It was reported that pump displayed altitude alarm 21 and required cartridge replacement before operation could continue. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge, confirmed insulin was not currently suspended, received tips from technical support on preventing altitude alarms, and pump resumed normal operation with no additional issues reported.